Manufacturer narrative:
Upon device return, analysis of the pump found a motor feedthrough anomaly. There was a shorting across the insulator.

Event description:
It was reported that the patient began hearing the pump alarm beeping on 2015 (B)(6). There were several motor stalls and motor stall recoveries on the pump logs. The earliest motor stall was noted on 2015 (B)(6). No mris or other electromagnetic interferences could be identified. The patient was experiencing severe withdrawal. Additional information received reported the motor stall did not recover. The pump was decreased to minimum rate. The patient experience shakes, diarrhea, sweating (diaphoresis), less than 50% therapy relief, and increased pain. The location of issue or symptom was the pump. The patient was admitted to the hospital for a week to help treat withdrawal symptoms. The patient¿s status at the time of report was alive ¿ no injury. At the time of report, the patient was not recovered, symptoms/issue was ongoing. A pump replacement was scheduled for 2015 (B)(6). Per pump logs provided, the earliest motor stall recorded on the pump logs occurred on 2015 (B)(6) at 11:03. A total of 8 motor stalls and 7 motor stall recoveries were recorded with no motor stall recovery noted after the final motor stall which occurred on 2015 (B)(6) at 08:51. The shortest motor stall and motor stall recovery lasted 64 minutes. It was later reported that the patient¿s pump was replaced without any problems. The healthcare professional was able to aspirated 2 cc from the patient¿s catheter. The pump was used to infuse morphine.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.